Manufacturer narrative:
An event regarding intraprosthetic dislocation and infection involving a trident constrained liner was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar reported events for the lot or sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return and evaluation of the device, operative reports, x rays, patient history, pathology & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
On (B)(6) 2014 patient went through secondary hip arthroplasty (right hip). Approximately one month after surgery, surgeon had detected a dislocation on the hip prosthesis, between the femoral head and the acetabular component. Surgeon removed the secondary hip prosthesis and patient is no longer walking.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
On (B)(6) 2014 patient went through secondary hip arthroplasty (right hip). Approximately one month after surgery, surgeon had detected a dislocation on the hip prosthesis, between the femoral head and the acetabular component. Surgeon removed the secondary hip prosthesis and patient is no longer walking.

Manufacturer narrative:
An event regarding intraprosthetic dislocation and infection involving a trident constrained liner was reported. The event was confirmed following a review by a clinical consultant. Method & results: -device evaluation and results: the device was not returned for analysis. Photographs of the explanted components were provided. The images are of poor quality. Intraprosthetic dislocation of the constrained liner component is evident. The inner poly liner and metal liner have been disassociated from the outer poly liner. The metal head component remains in place within the inner poly liner. -medical records received and evaluation: a review by a clinical consultant noted: infections are always accompanied by extensive fluid formation in the hip joint space which can and often does cause tremendous pressure within the hip joint space and thus by hydrostatic pressure alone may ¿push¿ the femoral head out of the cup shell, even in a constrained cup construct. The other way around, dislocations are often accompanied by hematoma formation which being dead space without immune defense mechanisms active also poses increased infection risk, especially so early after treatment of an active infection. In conclusion, recurrent infection is similar to first instance of infection, a procedure related complication of any arthroplasty where both procedure-related and patient related infection risk factors may play a role about which there is limited information in this case although several procedure-related risk factors were identified in the review. In general some 15% of infected arthroplasty cases do recur as discussed previously depending upon bacterial organisms involved and the immune status of the patient. Device-related factors play no role in infection scenario¿s and as such is also this pi not device-related. Conclusions: a review by a clinical consultant concluded: infection is a procedure-related complication of any arthroplasty with often patient related additional infection risk factors. Additional procedure-related infection risk factors were clearly present in this case. Further information such as return and evaluation of the device, operative reports, additional x-rays, patient history, pathology & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
On (B)(6) 2014 patient went through secondary hip arthroplasty (right hip). Approximately one month after surgery, surgeon had detected a dislocation on the hip prosthesis, between the femoral head and the acetabular component. Surgeon removed the secondary hip prosthesis and patient is no longer walking.